Event description:
The core universal driver was sent for eval due to running on its own without user activation during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.